Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced adhesive event on 15-feb-2026. The issues occured with 4 infusion sets. The adhesive completely detached in between less than 24 hours. No further information available.